Event description:
A surgeon reported that 10 days following uncomplicated implantation of an intraocular lens (iol), a patient developed severe endophthalmitis. The patient was treated with vitreal tap, intraocular antibiotics and topical steroids. A culture of the anterior chamber was negative. Visual acuity (va) on the day of the event was 20/30 and in the following month was 20/100. The surgeon feels the event is possibly related to the iol.